Manufacturer narrative:
The patient¿s meter was returned for investigation. After powering on the meter the visual inspection of the display showed several black lines and spots. The lines and spots on the display do not obscure area where patient results are displayed. The results are clearly readable. There are no traces of an obvious mechanical impact visible on the housing of the device. The meter was disassembled for further investigation. The flex cable connection has been checked and found to be correct. The returned display assembly was removed and replaced with a fully functional display assembly. The meter performs as expected with an exchanged display. The returned display assembly is found to be defective. The cause has been determined to be a manufacturing issue.

Manufacturer narrative:
The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with accu-chek inform ii meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer complained that the meter display had missing pixels across the top of the display but, while it does not affect the results field, it was noted that it was difficult to correctly verify the information displayed on the meter due to the missing pixels. The meter was reset and charged which did not resolve the issue.